Event description:
The customer obtained a non-reproducible, lower than expected vitros glu patient result for a single patient sample (sample result < 20 vs. An expected result = 165.8 mg/dl) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer retested the affected sample prior to reporting. It is assumed that the customer policy is to retest all glu results lower than the glu reference interval (ri) for fasting adults. There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros glu patient result was obtained while using the vitros 5,1 fs chemistry system. An ocd field engineer serviced the non-secure insert blade of the analyzer to return the system to expected performance. The investigation determined that the most likely assignable cause for the event was analyzer related. There was no evidence that a reagent related issue contributed to the event.